Event description:
It was reported that, during a tka, when a nurse was about to open the outer blister pack, she noticed the broken outer blister pack. Therefore, she picked up the inner pack and opened it. The decice was used without any problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
It was reported that, during a tka, when a nurse was about to open the outer blister pack, she noticed the broken outer blister pack. Therefore, she picked up the inner pack and opened it. The decice was used without any problems.